Event description:
As reported to coloplast though not verified, patient was implanted with a coloplast testicular without filling with saline.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.